Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of (B)(6) 2024 were unable to be reviewed, as device log data ends on (B)(6) 2024. Data from when the device was initialized on (B)(6) 2024 through when logs end on (B)(6) 2024 were reviewed. No evidence of device malfunction was found in the available engineering logs during the review period of 2024-01-31 through 2024-09-06. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values and appropriately triggering device and cgm glucose alerts. Without data for the reported event date, performance of the device during the event cannot be evaluated. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the case notes, it is likely that this hyperglycemic event was caused by the user failing to follow the instructions provided in training and the user guide when filling the insulin cartridge, which caused the cartridge to leak and the user to experience insufficient insulin delivery.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user changed their insulin cartridge filling it with 200 units of insulin. On (B)(6) 2024, they experienced high blood glucose levels, reaching 500 mg/dl, verified by finger stick, and were unable to drive themselves due to extreme anxiety. Their husband drove them to the hospital, where they were diagnosed with dka and treated in the ICU. The user mentioned that the cartridge was leaking upon removal. The user was treated with an IV drip of insulin. They experienced immediate health effects, including vomiting and headaches.